Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump not delivering insulin properly. The customer¿s blood glucose level was 10 to 15 mmol/l. Reservoir will not be returned for analysis.